Event description:
It was reported that the patient was experiencing throbbing pain but not for long periods. Patient also states that his doctor faxed all his information to stryker. Patient would like to know if his implant has been subject to recall.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: primary tritanium hemi cluster hole cup 60mm, cat # 502-03-60f, lot # mkm0h6. Description: biolex delta ceramic v40 femoral head 28mm -4mm, cat # 6570-0-028, lot # 35070301. Description: modular dual mobility insert, cat # 626-00-46f, lot # 38319901. Description: restoration adm x3 ins 28/52, cat # 1236-2-852, lot # 37437801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.